Manufacturer narrative:
Device history records was conducted. The report indicates that the: (03.010.410 ¿ 8938264) manufacturing site: (B)(4), manufacturing date: 24.jun.2014, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation has shown that the returned impactor has evidence of hammer marks on top site and the handle, but otherwise in good condition. The instrument is broken on the top site, as mentioned in the complaint description; the circumferential laser weld is broken. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. There is no particularize information what's happened to this article by customer, based on this we are not able to determine the exact reason for this problem, but it is likely that excessive force through hammer blows, led to this damage. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgeon was doing a proximal femoral nail anti-rotation (pfna) nailing and went to pick up the blade insertion handle. The blue handle end fell apart and onto the floor. It had to be sent for re-sterilization then put back together. This caused a twenty (20) minute delay. No patient harm reported. This is report 1 of 1 for (B)(4).